Event description:
Torque wrench used in spine case broke in two while being used by surgeon. Both pieces were retrieved, x-ray done, and results were cleared by radiologist by phone with assistant surgeon. Broken instrument taken by sales representative per companies protocol.